Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 13 sep 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
It was reported by the nutrition education provider that the parent of the patient reported leakage from the 12 fr corflo stoma site, with frequent dressing changes. The patient had been put on antibiotics due to this. The device had been in use for 8 days. Additional information has been requested but not yet received.